Event description:
(B)(6) 2023: clear counsel law group represents *** in a claim for damages for the injuries resulting from a rollator falling over while she sat on it which occurred on or about (B)(6) 2021, on or near mandalay bay, las vegas. (B)(6) 2023: this is a case wherein compass health brands and invacarecorporation, inc (hereinafter "the rollator defendants") designed, manufactured and marketed a rol lator or wheeled walker that is prone to suddenly and unexpectedly tipping, ejecting its passenger to the ground. Because the rollator defendants market to the elderly and infirm, the most vulnerable people in our society are being put at risk. In this particular case, an elderly woman, ****, was severely injured as a result of the unreasonably unsafe product. 25. The rollator defendants designed and/or manufactured and/or sold rollator bearing item #30164 as a product intended for mobility assistance (the "rollator"). 39. The rollator defendants intended that the rollator be used as a mobile chair that can be pushed without a passenger to a location and then used by the consumer as a chair. 40. It is hazardous to use the rollator as a transport chair because it has the propensity to tip when used as a transport chair. 49. The rollator defendants knew that if a person falls while using the rollator, the person has a risk of head injury when the person hits the ground or nearby objects. 52. The rollator defendants should have anticipated that consumers of their product would use the product as a transport chair. 53. The rollator defendants anticipated that certain of their consumers would use the product as a transport chair if not properly warned of the hazards of using the product as a transport chair. 58. The rollator defendants should have anticipated that even with warnings, certain consumers would use the product as a transport chair and that safety features were necessary to prevent injury from the foreseeable use of using the rollator as a transport chair. 68. The rollator, however, is unsafe as a transport chair. By its design, the rollator is unstable and is prone to flipping forward when used as a transport chair, thereby ejecting the passenger onto the ground. 76. At all times relevant, the walkway contained a divot, pothole, unsafe lip, or crater that created a hazardous condition and trip hazard, and is below community safety standards. 80. On or around june 14, 2021, plaintiff was on the walkway in the pool area at mandalay bay while using the rollator. 81. While in the pool area with her daughter and granddaughter, approaching the handicap ramp, the wheels of plaintiff's rollator caught on the hazardous condition in the flooring. 82. The defective design of the rollator, combined with the hazardous condition of the flooring, caused the rollator to tip unsafely and caused plaintiff to tip and fall from the rollator. 86. The rollator tipping and ejecting plaintiff caused severe damage to plaintiff, including, but not limited to, head injury, neck injury, back injury, loss of vision, other medical injuries and pain and suffering. 99. As a direct and proximate result of her injuries, plaintiff has suffered both medical costs and pain and suffering. Economy rollator hang tag attached. Rollator sitting on your rollator 1. Make sure your rollator is on a level surface. 2. Lock hand brakes of rollator by pressing down on grips toward the ground until they lock into position. 3. Turn around until your back is to the rollator. 4. Slowly step back until the back of your legs touch the rollator seat. 5. When sitting down on the rollator, do not lean to one side or the other. Be sure to distribute your weight evenly at all times. Walking with your rollator 1. Standing behind the rollator, roll the rollator slowly forward so that rear wheels are a few inches in front of your feet. 2. Step forward and place your foot in line with rear wheels but slightly inside of them. 3. Maintaining a steady roll forward, place your other foot in line with rear wheels. 4. Determine a safe place to keep your feet in line with rear wheels. Do not go on steep slopes or ramps that might cause you to lose control. 5. Utilize brakes as needed. Safety precations do not attempt to adjust or operate rollator without reading all instructions carefully. · if there are any problems with your rollator, do not attempt to repair it yourself. Contact the dealer/store that you purchased the rollator from for any needed parts or repair. · this product should not be used without proper instruction from a healthcare professional. · roscoe medical assumes no responsibility for any damage or injury caused by improper installation, assembly or use of this product. · do not use your rollator as a wheelchair. Do not use on rough or uneven surfaces. Doing so may cause it to tip-over, resulting in injury. Never use stairs or escalators while using the rollator. Do not use on inclines over 8%. Job specs attached. Page 2 shows the warning label stating the following: "warning, this is a walking aid only and is not to be used as a transportation device. Weight capacity 300 lbs." Page 4 shows the location placement for all labels on the frame and shows the location where the hangtag is to be attached.

Event description:
Received deposition information stating misuse: (B)(6).: the granddaughter, (B)(6), testified that she is paid by the state of (B)(6) to be plaintiff's caretaker. (B)(6) is 27 years old. (B)(6) had to undergo a process to be certified as a caretaker by the state of (B)(6). She did this because she was spending too much money on gas taking plaintiff to doctor appointments, so she wanted to get paid to take her. Plaintiff does not live with her, but (B)(6) goes to plaintiff's apt four times per week to clean and assist with plaintiff's needs. (B)(6) takes pltf to all doctor appointments. Plaintiff lives in an age-restricted senior living apartment complex. The rollator was given to plaintiff by the family of one of plaintiff's neighbors who passed away. It had previously been the neighbor's and after he died, his family was cleaning out his apartment and asked plaintiff if she would like his rollator. The neighbor's family did not give them any instruction manuals or hang tags. Before using the rollator, (B)(6) did not do any research on the internet or otherwise, including talking with plaintiff's doctors to find out how to use the rollator. She thinks that pltf received the rollator in 2019 or 2020 but cannot be sure. She does not know when the neighbor would have purchased the rollator. Before receiving the rollator, plaintiff was using a cane to walk. I went through all of the instruction manuals, hangtags, and warnings with (B)(6), and I admitted them all into evidence. (B)(6) admitted that on the date of the incident, she was using the rollator in the exact way that the instructions and the stickers on the rollator itself say it shall not be used. She admitted that they were using it as a wheelchair and the rollator warnings say it shall not be used as a wheelchair. As I went through the instructions and warnings with her, (B)(6) said many times "I wish I would have seen this before", because then she would not have pushed plaintiff in the rollator as if it were a wheelchair. She also admitted that at the time of the incident, the rollator had all three warning labels on it -- corrosion, wheel replacement, and that it is not to be used as a wheelchair. She said that she never really looked at those stickers to see what they said. She admitted that, since the incident, she has removed two of the warning stickers on the rollator, including the sticker showing that it must not be used as a wheelchair. She said that they were "peeling off" so she just took them off. She and her mother actually brought the rollator to the depo. Plaintiff is still using the rollator, but they no longer use it outside and no longer use it as a wheelchair. She said that the rollator is getting old now because plaintiff has used it so much since the incident, and that the right brake is starting not to work. (B)(6) admitted that, at the time that the rollator tipped, she was not holding on to both handles. She had taken one hand off of the rollator handle to throw something in the trash. When the rollator hit the curb and started to tip, she could not catch it. She said that she would have expected that (B)(6), who has a "trillion dollars" would have had a smooth sidewalk. She blames (B)(6) because the sidewalk was uneven. (B)(6).: (B)(6), plaintiff's daughter, also blames (B)(6) for the uneven sidewalk, and she admitted to taking the photographs I showed her of the uneven sidewalk at the scene. She took the photographs because the (B)(6) management who responded to the scene were very rude to her, and she felt like she needed to protect herself by taking the pictures. She said that it was her idea to contact an attorney. She said the reason that she contacted an attorney was because she did not know who was going to pay the medical bills because (B)(6) was refusing to pay, and she was getting the runaround from (B)(6) about paying her bills. (B)(6) said she only sees plaintiff about once per month. She said that she "has a lot going on" in her life and that she is too busy to have learned about how to use the rollator. She did not pay much attention to the rollator and is not familiar with the warning labels. I went through all of the instructions, hang tags, and warnings with her. She also admitted that they were using the rollator as a wheelchair, and that the warnings and labels say that it shall not be used as a wheelchair. She admitted they were not using it properly at the time of the incident. She was not present with the incident happened because she was with her other daughter, (B)(6) (8 years old at the time) at a different part of the pool. She did not go to the hospital with plaintiff following the incident because she had to stay with (B)(6) and (B)(6) knows more about plaintiff's medical conditions/medications.

Event description:
Received new information with new supplier, registration # provided is reg. No. (B)(4) (cn), and end users weight.

Event description:
(B)(6) 2023: clear counsel law group represents *** in a claim for damages for the injuries resulting from a rollator falling over while she sat on it which occurred on or about (B)(6) 2021, on or near mandalay bay, las vegas. (B)(6) 2023: this is a case wherein compass health brands and invacarecorporation, inc (hereinafter "the rollator defendants") designed, manufactured and marketed a rol lator or wheeled walker that is prone to suddenly and unexpectedly tipping, ejecting its passenger to the ground. Because the rollator defendants market to the elderly and infirm, the most vulnerable people in our society are being put at risk. In this particular case, an elderly woman, ****, was severely injured as a result of the unreasonably unsafe product. 25. The rollator defendants designed and/or manufactured and/or sold rollator bearing item #30164 as a product intended for mobility assistance (the "rollator"). 39. The rollator defendants intended that the rollator be used as a mobile chair that can be pushed without a passenger to a location and then used by the consumer as a chair. 40. It is hazardous to use the rollator as a transport chair because it has the propensity to tip when used as a transport chair. 49. The rollator defendants knew that if a person falls while using the rollator, the person has a risk of head injury when the person hits the ground or nearby objects. 52. The rollator defendants should have anticipated that consumers of their product would use the product as a transport chair. 53. The rollator defendants anticipated that certain of their consumers would use the product as a transport chair if not properly warned of the hazards of using the product as a transport chair. 58. The rollator defendants should have anticipated that even with warnings, certain consumers would use the product as a transport chair and that safety features were necessary to prevent injury from the foreseeable use of using the rollator as a transport chair. 68. The rollator, however, is unsafe as a transport chair. By its design, the rollator is unstable and is prone to flipping forward when used as a transport chair, thereby ejecting the passenger onto the ground. 76. At all times relevant, the walkway contained a divot, pothole, unsafe lip, or crater that created a hazardous condition and trip hazard, and is below community safety standards. 80. On or around june 14, 2021, plaintiff was on the walkway in the pool area at mandalay bay while using the rollator. 81. While in the pool area with her daughter and granddaughter, approaching the handicap ramp, the wheels of plaintiff's rollator caught on the hazardous condition in the flooring. 82. The defective design of the rollator, combined with the hazardous condition of the flooring, caused the rollator to tip unsafely and caused plaintiff to tip and fall from the rollator. 86. The rollator tipping and ejecting plaintiff caused severe damage to plaintiff, including, but not limited to, head injury, neck injury, back injury, loss of vision, other medical injuries and pain and suffering. 99. As a direct and proximate result of her injuries, plaintiff has suffered both medical costs and pain and suffering. Economy rollator hang tag attached. Rollator sitting on your rollator 1. Make sure your rollator is on a level surface. 2. Lock hand brakes of rollator by pressing down on grips toward the ground until they lock into position. 3. Turn around until your back is to the rollator. 4. Slowly step back until the back of your legs touch the rollator seat. 5. When sitting down on the rollator, do not lean to one side or the other. Be sure to distribute your weight evenly at all times. Walking with your rollator 1. Standing behind the rollator, roll the rollator slowly forward so that rear wheels are a few inches in front of your feet. 2. Step forward and place your foot in line with rear wheels but slightly inside of them. 3. Maintaining a steady roll forward, place your other foot in line with rear wheels. 4. Determine a safe place to keep your feet in line with rear wheels. Do not go on steep slopes or ramps that might cause you to lose control. 5. Utilize brakes as needed. Safety precations do not attempt to adjust or operate rollator without reading all instructions carefully. · if there are any problems with your rollator, do not attempt to repair it yourself. Contact the dealer/store that you purchased the rollator from for any needed parts or repair. · this product should not be used without proper instruction from a healthcare professional. · roscoe medical assumes no responsibility for any damage or injury caused by improper installation, assembly or use of this product. · do not use your rollator as a wheelchair. Do not use on rough or uneven surfaces. Doing so may cause it to tip-over, resulting in injury. Never use stairs or escalators while using the rollator. Do not use on inclines over 8%. Job specs attached. Page 2 shows the warning label stating the following: "warning, this is a walking aid only and is not to be used as a transportation device. Weight capacity 300 lbs." Page 4 shows the location placement for all labels on the frame and shows the location where the hangtag is to be attached.

Event description:
Received new information with new supplier, registration # provided is reg. No. (B)(4) (cn), and end users weight.